Event description:
In 2005, a home patient (hp) contacted a baxter technical service representative (tsr) for assistance with their transfer set. Per the initial report, the patient line of the homechoice machine set became disconnected from the transfer set for no known reason. The homechoice machine activated a system error 2240 message during drain 2/5. The hp's transfer set was in place for one month. The tsr assisted the hp in ending therapy early. The hp was treated with prophylactic antibiotics. No patient injury was associated with this event.